Event description:
Reporter stated that patient received the following results, with two different meters, within 1 minute: 27.3 mmol/l (mobile) 11.2 mmol/l (compact plus) no actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the mobile system. (B)(4).